Event description:
It was reported that the ilet screen was damaged upon waking, which made the display difficult to read and the user reverted to backup therapy while glucose levels remained stable, with no injury, and the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that the display was difficult to read due to an issue associated with the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.